Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the motor on the insulin pump. Customer stated that he can hear it slow down when delivering insulin. Customer stated that it does not push the insulin through the tubing. Customer stated that it seems to be delivering insulin fine when he changed his infusion set this morning. Customer declined troubleshooting. Customer has been in and out of the hospital due to complications.